Event description:
Customer reported he had a low blood glucose event on labor day. The paramedics were called but he was not taken to the hospital. Customer's blood glucose was 40 mg/dl. Customer was not using the sensor which was reported as an event that may have lead to the major event. Customer was exercising more then he was use to in the water. Current blood glucose was 113 mg/dl. Customer stated he will call in for troubleshooting if issue continued. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.